Event description:
Complainant alleged that during a shift check the autopulse platform constantly displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message, that was unable to be cleared by powering the device on/off. Customer also reported that the top handle was cracked. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the front enclosure was confirmed to be cracked. From the condition of the returned unit, the damage appeared to be due to normal wear and tear. A lifeband was returned and was also visually inspected with no damages noted. Functional testing was performed and the device performed as intended. The user advisory 18 fault (max take-up revolutions exceeded) could not be duplicated. The platform was run for 7 minutes with the test manikin and 5 additional minutes with a large resuscitation test fixture (lrtf) with no faults observed. A review of the archive was performed and no faults were found to have occurred on the reported event date of (B)(6) 2014. The archive did however show the ua 18 fault occurring on (B)(6) 2014. It is known that the ua 18 fault can occur when the autopulse has detected that either the patient's chest size is too small while sizing the patient (take-up) or that there is no patient on the platform. Given that the reported complaint description indicates this fault occurred during a shift check, it is likely there was no object on the platform during take-up, subsequently leading to the observed ua 18 fault. Based on the investigation, the part(s) identified for replacement was the front enclosure. In summary, the reported complaint was confirmed during archive review and found likely to be due to no object being placed on the platform during take-up. Following service, and replacement of the damaged front enclosure, the device passed all testing criteria.